Manufacturer narrative:
Additional information: h6, h10 an event of wound infection was reported. A more comprehensive assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported on (B)(6) 2021, a 25mm sjm masters series valsalva aortic valved graft was implanted. On (B)(6) 2021, the patient tested positive for covid-19. On (B)(6) 021, the patient presented with a wound infection was noted and surgical intervention took place. It is thought that the infection was due to lack of hygiene and failure to follow the recommendations post procedure. A echocardiogram was performed and confirmed that the sjm masters series valsalva aortic valved graft was performing as intended. The patient since has been discharged and was reported to be in stable condition. (Crd_992 - valved grafts pas; pl5215-107; r640196801, r640198101).

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.